Event description:
It was reported that the patient was in a minor accident and had to drive a hybrid rental car as a result. On the third day of driving the hybrid she felt a shock when pushing a shopping cart and overstimulation in the abdomen below the ribs, rather than the normal bladder location. The patient was concerned that the hybrid caused these changes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v855587, implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (B)(4).